Event description:
It was reported that a failed calibration was experienced.

Event description:
Additional information received on 27may2022 via email and attached to complaint object: all issues with these pumps were found during testing and repair at our facility. No patient involvement.

Manufacturer narrative:
The device was returned. The customer's problem was not duplicated, during the investigation; the device passed calibration. However, removal of the downstream occlusion sensor seal revealed an excessive amount of loctite on the bezel and sensor. Along with a contaminated sensor, the sensor was scratched on one side. Both factors could cause intermittent downstream occlusion sensor issues. Recommended replacing the downstream occlusion sensor as a preventative measure. (Updated h3, h6a, h6c, h6d, and h6e) a DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this device history record review. Additional information received by smiths medical/ICU on 27may2022 via email and attached to complaint object: no patient involvement. (Updated b1), corrected data: the brand name was incorrect, in the report. (Update d1) the catalog number was incorrect, in the initial report. (Updated d4b).